Event description:
It was reported that balloon rupture occurred. The patient was admitted due to paroxysmal lower abdominal pain and diagnosed as coronary atherosclerotic heart disease with old myocardial infarction after percutaneous coronary intervention. After admission, relevant auxiliary examinations were carried out, and coronary angiography and percutaneous coronary balloon dilatation angioplasty were performed. The results showed about 90% of restenosis in the left circumflex artery opening inside the stent. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation along with the non-boston scientific guidewire to the lesion. However, during first inflation at 12 atmospheres, the balloon ruptured. The devices were removed as a whole all together and replaced with a 2.5x20mm maverick balloon catheter and the procedure was completed. No patient complications were reported.